Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visual observations reveal that the device is worn, the reset button is missing, the cord is nicked with no wire exposure, the connector is loosely attached, and all the connector pins are bent and cannot be connected to the generator. This type of failure is typically observed with rough handling of the device. The failure of this device to function is a result of bent connector pins, confirming this complaint and attributed to device mishandling. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed three other dissimilar complaint reported for this lot of devices that were released to distribution. None of the complaints were resulted from a design or a manufacturing defect. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the customers vapr iii foot switch prongs are all bent and the black reset button fell off. The surgeon used another like device to complete the procedure with no delay and no patient consequences.